Event description:
It was reported that a patient who had undergone open heart surgery in (B)(6) 2024 had a reoperation in (B)(6) 2025 due to a sternal dehiscence in which a gap was identified in the bottom third of the sternum. Upon reoperation, it was observed that a single plate and screws disassociated from the bone on one side of the osteotomy. It was noted that sternal wires also pulled through the sternum. The plate did not fracture, the screws were still secured into the plate, and the plate remained affixed to one side of the osteotomy. The surgeon did not explant the subject device(s) nor was the sternum re-approximated. Additional plates and a supplemental circumferential device were implanted to stabilize the sternum.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. As of the date of this report, the device has not been returned to the manufacturer for evaluation. A definitive root cause cannot be determined. If additional information relevant to the investigation or other content of this report is identified, this report will be updated. Multiple MDR reports were filed for this event, please see associated reports: 3014680795-2025-00021, 3014680795-2025-00022, 3014680795-2025-00023, 3014680795-2025-00024.